Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, with the patients intrinsic rate of approximately 40 bpm, and variable impedance measurements. The patient had an episode of near-syncope. The lead was tested and no issues were able to be reproduced. The device was reprogrammed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)